Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided showed a screw backing out past the blocking mechanism at the inferior level of a 4 level plate located at c3-c7. There are no plans for a revision surgery. The exact cause of the reported issue could not be determined.

Event description:
It was reported there was a revision completed for a resonate plate screw that backed out post operatively.